Event description:
It was reported that during the attempted implant procedure, the physician was unable to advance the lead through the introducer and felt the introducer kinked while pushing the lead forward. It was also reported that the stylet appeared to have kinked when the lead and stylet was remove. It was further reported that testing post implant with a second sheath showed very tight fit and difficulty. There was concerned that the lead may have been damaged; therefore the lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. There was blood in/on the helix/lobe mechanism. The stylet was bent and the lead was apparently damaged at implant.